Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having a ¿terrible time¿ with their therapy because it ¿never worked.¿ it was noted that the patient felt a slight hint of having to go to the bathroom but could not make it. The patient was not feeling stimulation and the therapy was on. The patient was on program 4 at 1.4 v and stimulation was on. The patient felt stimulation in the correct area (i.e., bike seat) after increased amplitude on program 4 to 1.75v, but felt it was too high. The patient decreased to 1.7v where they left it; however, it was reported that something ¿steady¿ was felt in the vaginal area ¿ like a tampon. It was reported that the patient had stimulation turned off for 2-3 months for hip surgery. The stimulation too high was reported as resolved.

Event description:
The patient reported that they can't get their programmer to work and that it hurts in their vaginal area like it's a sharp tampon. Patient was implanted on date notified. Additional information on (B)(6) 2016 indicated that the patient feels stimulation, but the therapy has not worked since implant, and they have had accidents - not making it to the bathroom. On (B)(6) 2016 it was reported that the patient feels stimulation, has less than 50% therapy relief, and still has the aforementioned symptoms along with uncomfortable stimulation in their vaginal area on program 3 at 2.30. On (B)(6) 2016 the patient was able to change programs and adjust stimulation to a comfortable level. The patient then stated on (B)(6) 2016 that they are unable to make it to the bathroom, and they have been adjusting stimulation on and off. They thought it was helping but now it is really bad. The patient then switched from program 4 at 1.35 volts to program 2 at 1.60 volts. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information reported that the patient still did not understand the therapy. Therapy expectations, programming, programs, controller, and increasing stimulation vs. Changing programs was discussed with the patient. The patient was on program 2, as per previous report and had not increased stimulation. During the report they increased stimulation until it was as high as it could go, comfortably, in all positions. The patient will follow up if they need to change programs. Additional information reported that the patient's symptoms still were not being controlled. The patient wanted to try changing programs. They have tried changing some settings already but wanted to try changing anyways. The patient did not remember what programs they had tried. They were currently on program 1 at 2.30 v and increased to 2.55 v and could feel some stimulation. The patient inquired on mammograms and stated that their implant site was sore for a couple of weeks prior to the day of the report, starting in july. The patient also noted that they had a fall sometime in 2016 as well.

Event description:
The patient reported that it just doesn¿t work. Every time the patient would stand up, it just flows urine and sometimes it will flow both urine and bowel. The patient stated they aren¿t feeling stimulation but just pressure at the bottom. It was reported that the therapy is not on and the patient was told that therapy must be on to be effective. The patient is on program 4 at 1.3 volts. The patient reported that the bottom part of her vagina hurt. The patient stated that something doesn¿t feel right and it feels like a tampon is in there. The patient experienced a loss of therapy and made it half way to bathroom but can¿t make it there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.